Event description:
There was an allegation of questionable results from the cobas 6000 e601 module. The initial troponin t result was 14.16 pg/ml, and the repeat result was 578.8 pg/ml. The initial ckmb result was 0.378 ng/ml, and the repeat result was 12.44 ng/ml. The patient was redrawn, and the results for the new sample matched the repeat results. The troponin t results were 565.6 pg/ml and 548. 1 pg/ml. The ckmb results were 10.78 ng/ml and 10.81 ng/ml.

Manufacturer narrative:
The troponin t reagent lot number was 827211. The ckmb reagent lot number was 825291. The expiration dates were not provided. The field service engineer checked the system, gear pump pressure, probe adjustments, and water flow and drainage. He found the bead paddle mixer was dripping. He wiped the probes, flushed the wash stations, and primed the system. He ran analyzer performance testing and qc, which passed. No qc was measured before the suspicious sample was tested. Good laboratory practice precludes running and/or reporting patient results when quality control has not been performed. No relevant analyzer alarms occurred at the time of the event. The investigation was unable to determine a specific root cause.